Event description:
Customer reported via phone call that the backlight on the insulin pump is not working. The insulin pump did not have a low battery. The customer changed the battery and issue was not solved. Customer was able to scroll and set a bolus. Blood glucose is stable. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no back light due to faulty el panel. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.